Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 3 times now the post-anesthesia care unit (pacu) noticed that the drainage tube that was used for emptying the urinary drainage bag with urine meter was blocked by a plastic piece which made it very hard to empty a full urinary drainage bag. It was also stated that they would have to transfer the urine from the flexible plastic drain bag into the urine meter portion so that they could finally empty the urine out. The customer inquired about any changes that have been made to the product that would effect the way it was described.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect drainage tube". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3

Event description:
It was reported that 3 times now the post-anesthesia care unit (pacu) noticed that the drainage tube that was used for emptying the urinary drainage bag with urine meter was blocked by a plastic piece which made it very hard to empty a full urinary drainage bag. It was also stated that they would have to transfer the urine from the flexible plastic drain bag into the urine meter portion so that they could finally empty the urine out. The customer inquired about any changes that have been made to the product that would effect the way it was described.